Manufacturer narrative:
Insulin pump had cracked reservoir tube lip, however test reservoir locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had damaged. The customer blood glucose level was 117 mg/dl at the time of incident. Customer stated that reservoir lip was about to fall off. Troubleshooting was performed. The product will be returned for analysis.